Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code). Additional information: h4:device manufacture date.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video ultrasound scope eg-3670urk. In the event reported, it was stated that there was a blockage in the channel. The event timing of this anomaly is unknown. There was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it was evaluated, and the user narrative was confirmed. Inspection findings are as follows: primary operation channel blocked; accessory stuck in primary operation channel; leak at biopsy; channel (large/ primary) distal side; right light carrying bundle distal cover glass cracked; fluid invasion in segment section; fluid invasion in control body; biopsy insulation ring deformed; failed dry leak test; distal body chipped; endoscope failed electrical safety test - plct umbilical cable buckle at control body side; failed wet leak test; pve electrical pin corroded; ultrasound image has broken channel; fluid invasion in pve connector; fluid invasion to insertion tube; operation channel twisted in bending section; customer complaint confirmed control body mild corrosion inside; ccd circuit board corrosion; fluid invasion in umbilical light guide cable; shield cover corroded; fluid damage to light carrying bundle; pve electrical connector frame mild corrosion the device is in the process of being repaired and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; air/balloon return tube; a/w/operation channel; bending rubber; adjusting collar; ud pulley assy;rl pulley assy;angle wire light guide cable; pcb for ccd k3a pb-free/ntsc; electricl connector assy; lcb distal cover glass; warning label a review of the service history indicates the device is not routinely serviced at a pentax service facility. No other information provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.